Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was oversensing of noise on the right ventricular (rv) channel. Boston scientific technical services (ts) was consulted and upon review of the stored event, found the noise was due to the pacemaker sensing the signal from the minute ventilation feature. The minute ventilation feature was programmed off and the pacemaker and another manufacturer's rv lead remained in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies that would contribute to the field allegation. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. No noise was noted on the electrogram (egm). The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The pacemaker was explanted four months later during an upgrade procedure to a dual chamber pacemaker. The device was returned for analysis.